Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. The issue have occurred on three (B)(4) circuits and two patients (one patient it has happened repeatedly even when whole oscillator and circuit changed). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the secure connections on the wet side of the 29028-003 boxed patient circuit assy, 3100a, 850's disconnected while a patient was attached and being ventilated. This caused loss of pressure and stopped delivery. End user manually ventilated the patient until the circuit was changed. The customer confirmed that there was no patient harm associated with the reported event.